Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was noted - during use of biosense webster products ablating the left ventricle. A pericardiocentesis was performed and the procedure was reported as not successfully completed. The physician¿s opinion on the cause of this adverse event: procedure and patient condition. The event did not require medical or surgical intervention other than the pericardiocentesis. The patient did require extended hospitalization because of the adverse event, the patient was monitored for a few days. The patient was reported a s fully recovered. Ablation was performed prior to the cardiac tamponade being noted. There was no evidence of a steam pop. Irrigation catheter flow settings: low flow 2 ml. Ablation 8ml and above 30w ¿ 15ml. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features were used: dashboard, vector and visitag. The visitag module was used and the parameters for stability were used: - range 3- time 3- fot -was not used- tag size- 3. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 5/13/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/4/2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was noted - during use of biosense webster products ablating the left ventricle. A pericardiocentesis was performed and the procedure was reported as not successfully completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool smarttouch sf catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30505978l number, and no internal action was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).